Event description:
It was reported that the customer experienced lag with touchscreen where it became less responsive and did not always register numbers or information correctly. There was no reported adverse impact to the customer. Customer declined assistance from technical support, and no additional information was received regarding any further actions or resolution.